Event description:
Philips received a complaint on the v200 ventilator indicating that there was a flash cyclical redundancy check (crc) test failure diagnostic code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer that the v200 has been out of support for repair and parts since 2018. The rse provided the customer with a discontinuation letter and confirmed that no further action was needed, as there was no service to be completed on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.